Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent was implanted to treat a cyst in the stomach during a procedure performed on an unknown date in (B)(6) 2016. According to the complainant, when the physician went back in to remove the axios stent he noticed that the stent had migrated into the cyst. The physician was able to remove the axios stent and believes that the stent must have pulled out of the stomach and into the cyst. The patient's condition at the conclusion of the procedure was reported to be fine. Several attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.